Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer rebooted the system and readjusted the bipolar instrument to resolve the observed inverted and opposite movement. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed the instruments were inverted and moving in the opposite direction. The customer was in the process of rebooting the system when they called the technical service engineer (tse). It was noted the system was not connected to onsite, and the logs and instrument setup was not available during the call. The or staff informed the system powered back on and observed a message on the screen that stated to visualize the instruments. A bipolar instrument was off the screen which the customer adjusted, and everything was on the screen and working. The procedure was completed with no reported injury.